Event description:
It was reported that during the procedure to treat a total occlusion in the right coronary artery, a 1.25 mm non-abbott dilatation catheter was advanced into the heavily tortuous and calcified anatomy. Pre-dilatation was performed and the device was removed. A 2.0 mm non-abbott dilatation catheter was then advanced into the patient anatomy and dilatation was performed. The devices were removed. A 2.25 x 8 mm xience nano was advanced into the distal right coronary artery and into the posterior descending artery. Resistance was felt and excessive force was applied. The stent system was then able to cross the target lesion and the stent was deployed. During withdrawal, the shaft of the stent system separated, outside the patient anatomy, and was easily removed. The 2.0 x 8 mm mini vision stent system was then advanced into the patient anatomy to treat a target lesion distal to the previously placed xience nano stent. Resistance was felt during advancement and excessive force was applied; however, due to the patient anatomy and the previously placed stent, the mini vision was unable to advance to the target lesion and was removed without resistance. A new 2.25 x 8 xience nano stent system was then advanced into the patient anatomy. Resistance was felt and excessive force was applied; however, the xience nano was unable to cross the target lesion. The device was removed without resistance. A 2.5 x 12 mm non-abbott dilatation catheter was advanced and dilatation was performed. The device was removed. A 2.25 x 8 mm non-abbott stent system was advanced, but was unable to cross to the target lesion and was removed. Further dilatation was then performed with a 2.5 x 12 mm non-abbott dilatation catheter.

Manufacturer narrative:
(B)(4). A 2.25 x 8 mm non-abbott stent system was advanced into the anatomy. The device was unable to cross and was removed. Dilatation was performed again with a non-abbott dilatation catheter. A new 2.5 x 12 xience nano stent system was then advanced into the anatomy. Resistance was felt and excessive force was applied; however, the device was unable to cross to the target lesion and was removed without resistance. A new 2.25 x 8 mm xience nano stent system was then advanced into the patient anatomy. Resistance was felt and excessive force was applied; however, the device was unable to be advanced to the target lesion and was removed from the anatomy. During withdrawal, resistance was felt. It is unknown if the resistance was felt between the stent system and the patient anatomy or between the stent system and the guide catheter. The device was removed and it was noted that the stent struts were flared. The procedure was completed with a 2.25 x 8 mm non-abbott stent system and a 2.25 x 12 mm non-abbott stent system. There was no clinically significant delay and no adverse patient effects. Though requested, no additional information was provided. Concomitant medical products: guide wire: fileder xt, wiggle wire; guide cath: 6f guideliner, excelsior exchange cath; stent: 2.25 x 8 xience nano. (B)(4) - excessive force. An additional 2.25 x 8 xience nano indicated is being filed under a separated medwatch MFR number. Evaluation summary: analysis of the xience stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were two flared struts in the first row of the proximal end of the stent implant, confirming the reported damage. There were multiple kinks through out the shaft and hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length, middle and distal stent outer diameters were measured and met manufacturing criteria. The proximal stent outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified which likely contributed to the failure to advance and stent damage as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. Additionally, it was reported that as resistance was encountered, force was applied to the sds. It should be noted the xience nano instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. It is likely that the stent caught on the lesion/anatomy during retraction, damaging the struts, and contributing to the resistance during retraction as damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the device. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove or stent damage for this lot. There is no indication of a product quality deficiency.